Manufacturer narrative:
Results: the neuron 6f 070 delivery catheter (neuron) 070 was kinked where the packaging was folded in half. The neuron 070 was kinked in multiple locations along the mid-shaft, and was ovalized in the distal shaft. The distal tip of the neuron 070 was bent. The distal tip surface of the catheter felt and appeared rough prior to the decontamination procedure. Closer evaluation revealed that the distal tip was covered in a foreign substance, and once the substance was rinsed off with water the distal tip felt and appeared smooth and lubricious. Conclusions: evaluation of the returned device revealed a foreign substance on the distal tip of the neuron 070. If proper care is not taken to keep the neuron 070 sterile after it is removed from its sterile pouch, it may become contaminated. Further evaluation revealed multiple kinks along the catheter shaft. This damage was likely incidental, and may have occurred due to improper handing during packaging for return transit. Penumbra catheters are 100% visually inspected during in process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a medical procedure, the hospital staff noticed that the tip of a neuron 6f 070 delivery catheter (neuron 070) was "too rough". The "rough" tip was found prior to use and therefore, the neuron 070 was not used for the procedure. The procedure was completed using a new neuron 070.